Manufacturer narrative:
Sample was collected in a serum tube with a gel separator. Centrifugation has not been supplied to date. Per qc data, all three levels of bhcg qc were within the customer's established ranges prior to and after the event. Additional system information has not been supplied to date. On 05/27/2011, bci field service engineer (fse) performed hardware verification procedure. All results met published performance specifications. Fse verified pipettor alignments. No issues were noted. Fse performed a high sensitivity system check and no issues were noted. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated higher than expected positive bhcg results for one (1) patient. The result was not reported out of the lab. Subsequent testing of the patient produced lower, reproducible results within the normal reference range. The effect, if any, to the patient is unknown at this time.